Event description:
Inbound. Several no disposable pump alarms that have started a few hours before cassettes due to be changed. Lot 4213377 expiration 01/11/2026. Different pumps used with same alarms. No further details provided.